Event description:
A healthcare professional reported that the thickness of the flap was inaccurate and the corneal epithelial of the patient's left eye was hit the operation, and there was fish scale shaped abnormality during lasik surgery. Patient symptoms were resolved. There are multiple related reports for this event. This report addresses the patient ykq's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
¿H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.¿ the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Preventive maintenance performed and system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during start-up and not as recommended every two hours. Logfile shows forty three successfully performed treatments. The reported treatment could be identified in the logfile. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. The root cause could be identified as user error. The canal width is below the recommended values. The manufacturer internal reference number is: (B)(4).